Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited atrial undersensing. Crosstalk was also noted on the atrial channel from ventricular pacing. The patient&#38112;condition was fine post event. No intervention was reported.

Event description:
New information noted that the device was reprogrammed successfully. The patient was doing well post event.